Event description:
A 93 year old in or for insertion of pacemaker. During insertion, the tip of the sheath ripped apart and separated from the end of the sheath. A separated piece of the sheath was retrieved from the vessel. Surgeon believes all of the sheath was retrieved.